Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that have a new healthcare provider (hcp) and they reported that their pain has been very bad for the past 3 months. Patient said that their pa advised to call us and see what they can do with that. Agent reviewed information and sent provided nas number and emailed a manufacturing representative (rep). Additional information was received from the manufacturer representative (rep). Rep reached out to the patient (pt) to schedule appointment. Additional information was received from the patient (pt). Pt said the pain had increased over the past year. Pt said there was a noticeable pain increase after a spinal ablation on (B)(6) 2025. Pt said pain management suggested they contact manufacturer. Pt had two adjustments since jan 16 which had not been able to negate pain. Pt said their doctor requested an upgrade in the pt's equipment. Issue not resolved.

Manufacturer narrative:
Regulatory report # 3004209178-2026-05522 incorrectly submitted with incorrect date of 2026-jan-16 in g3. Correction sent with correct g3 date of 2026-mar-10 entered. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.